Event description:
Medtronic received information that during use, prior to insertion of a bio-medicus cannula, the customer reported that the introducer could not be inserted into the cannula body. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the defect was found before insertion into the patient's body. Medtronic received additional information that the tip was not obstructed. The tip did not detach from the cannula body. The cannula was not heated or cooled prior to use. It is unknown to which side of the patient the pump was located.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows no outward signs of any damage. The introducer's were inserted into the cannula and it stopped at the tip with the introducer's being deformed in the upper portion of the cannula. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.